Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality controls (qc) were within range on the day of event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the reagent packs and found bad clumping. The cse noticed that the reagent pack was depleted overnight, which was later discarded by the customer. The cse performed calibrations on the system and restored the relative light units (rlu) to normal range. The cse ran qc multiple times, which were within range. The cause of discordant, reactive hbsii results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, reactive hepatitis b surface antigen ii (hbsii) results were obtained on multiple patient samples on the advia centaur xp instrument. The reactive results were not reported to the physician(s). The customer repeated the samples in duplicate on the same instrument, all resulting reactive. Additionally, the samples were repeated on an alternate instrument. The customer did not provide results. It is unknown if the repeat results were reported to the physician(s). No numerical test values were provided. There are no reports of patient intervention or adverse health consequences due to the discordant, reactive hbsii results.